Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr r2p sheath along with the dilator was returned for product evaluation. Visual inspection revealed damage at the tip of the sheath. Microscopy confirmed the sheath tip was partially deformed. The dilator was inspected under microscopy and two bends were observed in the middle of the dilator. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that difficulties at the point of insertion, scar tissue, calcification or a combination of these may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the md was performing an r2p case. He had a destination glidesheath slender 6fr in over a 400cm glidewire stiff j tip. He then exchanged for a destination slender 6fr. As he was putting in the destination slender via the radial artery he noticed the tip started to unravel. The md thought best to take it out and replace it with another destination slender. The patient was reported to be in stable condition; blood loss was less than 250cc. The procedure was successful. There were no other devices or equipment used with the reported product. Additional information was received on july 10, 2019. The md was going to fix the mid sfa artery at the time the event occurred. The reported event occurred as soon as he put the sheath in the radial artery.